Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 22 mg/dl. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The insulin pump was in auto mode at the time of the incident. The customer reported that the insulin pump was worn during a medical procedure or test around an magnetic resonance imaging. The customer was advised to monitor the insulin pump and the blood glucoses. The device will not be returned for analysis.